Event description:
Event description guidant received information that the patient with this device had their lung punctured six years ago during the implant procedure. This information came from the patient. There was no notation of this occurrence at the time of the procedure, from either the field representative or the physician.